Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 8atm accordingly within 10 seconds. However, at second inflation, it was noted that the balloon ruptured at the tip part. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.